Event description:
During a dialysis treatment, there was an external blood leak at the sealing plug on the arterial side, above the label. There was no pt injury or medical intervention. The leak clotted off and treatment resumed. Blood loss was estimated to be approx 3cc.